Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 209 mg/dl after eating a bagel while using the ilet and requested to change the cartridge only; the agent recommended a full set change, and the user proceeded to change the cartridge and connector together after a rewind, observed drops during priming, and completed the supply change without impact to glucose from the change itself. Symptoms included elevated blood glucose. Outcomes included completion of troubleshooting and education with no alerts or alarms and no escalation of care. Investigation included user guidance on proper supply change and verification of insulin delivery through observed drops. Investigation of this case revealed no device malfunction and no component failure, with hyperglycemia attributed to carbohydrate intake rather than device performance. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with user physiology and meal-related glucose rise. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.